Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The proximal conductor of the lead became extrinsically fractured due to a cut. The distal conductor of the lead became extrinsically fractured due to a cut. The inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with severe explant damage. Visual inspection was performed using destructive testing.

Event description:
It was reported that the patient experienced syncope and there was an increased threshold on the right ventricular (rv) lead. The rv lead was explanted and replaced. After placing the new rv lead, the doctor tried to insert the lead into the rv port the device header, but the device would not capture after the doctor tightened down the set screw. A set screw issue was suspected. The doctor finally decided to go with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.